Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was a faulty pumphead module. The pumphead module has been replaced. Additional: a service history review revealed that the device has not been previously serviced by baxter prior to this event. A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) investigation mdq-CAPA (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
During the product evaluation for another report, a baxter service technician found a colleague infusion pump to contain a malfunction of an 808:02 failure code which caused an interruption in delivery. This event was found during product evaluation. No additional information was available. The user interface module master software version is 6.13.90, categorized as remediated.